Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml bupivacaine at "a little over 7 mg/day" and two other unknown drugs via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that during a back surgery that was unrelated to the pump on (B)(6) 2017, the hcp accidentally, cut a chunk of the catheter from the spinal portion. The rep measured the cut catheter and confirmed that 1.3 cm was removed from the original catheter. The hcp decided to staple the catheter down on both ends and closed the patient up. They had programmed the pump to minimum rate and would monitor the patient to see how they were doing before they had a revision procedure. It was also noted the patient had stayed overnight at the hospital. The patient would start taking oral medication after they checked the patient on (B)(6) 2017. A revision was scheduled for (B)(6) 2017 at 5 pm. The plan was to cut off the stapled part of the catheter and connect it with a portion of the catheter from the revision kit. They would then clear the catheter from the catheter access port and then re-prime the catheter with the new length. It was noted the patient was pain free. It was later reported that they did not go through with the revision as the patient was doing fine. The surgeon would prefer the patient's managing hcp perform the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.